Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient reported blood glucose results of "202 and 175 mg/dl" with the subject meter. The patient manages her diabetes with oral medication (type/amount not specified). It is not known if the patient made changes to her diabetes management routine. About 2 weeks after the alleged issue, the patient claimed she felt symptoms of "dizziness and sweating." The patient treated self with food and/or drink. The patient denied testing on another device. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. A control solution test was performed which fell within the control solution range. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.